Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to therapy downgrade-upgrade. The ICD was returned. No additional adverse patient effects were reported.